Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient did not recall their blood glucose levels during the event. Symptoms reported include hypoglycemia, loss of consciousness and blurred vision. The patient reported that due to losing consciousness they fell down. The patient did not receive any treatment for their hypoglycemia. The patient reported they had an x-ray done to check if they had any broken bones from the fall, which they did not. The patient was released the same day.